Manufacturer narrative:
Explanted components have been discarded therefore are not available for identification and analysis. Review of manufacturing records cannot be performed since lot number are unknown. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2026 due to rotator cuff failure. Prevuous surgery is unknown, as well as complete product information of original implant. During revision the surgeon explanted the pre-existing tt hybrid cem. Glenoid std low (part number 1379.59.200), smr humeral body (pn1350.15.010), smr ecc.adaptor taper std +2m (part number 1330.15.272) and the smr humeral head d.52 mm (part number 1322.09.520) and converted the prosthesis to a reverse configuration using following components: tt hybrid reverse baseplate std (pn 1379.15.170), glenosphere dia40 (pn 1374.09.121), 140° reverse humeral body (pn 1352.15.011), extension for humeral reverse body (pn 1352.15.001), reverse liner std dia40 (pn 1365.50.810)., the distal portion of the smr construct was left in patient for the conversion since it was well fixed and intact. Surgery was completed as intended. Patient is male, date of birth (B)(6) 1953. The event occurred in the united states.